Manufacturer narrative:
Event date: exact date unknown, event occurred in last three years from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 19975929.

Event description:
It was reported that the patient was having inadequate stimulation. The patient underwent an ipg and lead explant procedure. No further information has been obtained despite good faith efforts.